Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a specialty general procedure that after connecting to the anvil the device would not fire. A second device was opened and that battery was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch #c9dz0j. Investigation summary : visual analysis of the returned sample determined that one cdh29p was not received, only a battery drained with no apparent damage was received. As no device was returned for evaluation we are unable to investigate further the event description. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. The event described could not be confirmed as no device was received. A manufacturing record evaluation was performed for the finished device lot number c9dz0j, and no non-conformances were identified